Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 05/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2017 with the following findings: a review of the black box showed a power interruption at the time of the overheating complaint. The battery compartment was cracked above the grip pad. The battery cap was able to fully tighten to the pump. No evidence of moisture ingress was found in the battery compartment or internally. The overheating complaint was unable to be duplicated or confirmed. The battery was not returned with the pump. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no duplication of power loss or overheating occurred. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.